Manufacturer narrative:
(B)(4). Date sent: 07/09/2021. D4: batch # unknown. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to anvil issues, the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. To difficult to removed, to withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Customer retaining product. Not available for return. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Additional information was requested, and the following was received: could you please provide more details how anvil was removed? They used a sigmoid scope and gently pulled on the anvil till it "popped" loose and came out. When anvil was removed it was visible that the device did not fully cut on the proximal donut. Was there any change in the procedure? If yes, please explain no changes. Could you please clarify if there were any patient consequences? None, leak test showed no leak. Patient doing well one week post-op. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? None.

Event description:
It was reported that during a laparoscopic sigmoid the surgeon fired the device and it went fine. The check mark was in the green zone. Surgeon went to remove the stapler and had a difficult time trying to do so. The was called and she advised the surgeon to rotate it. The surgeon noted that the washer broke and he was able to remove the device from the rectum but the anvil remained in the patient. As far as the rep knows the anvil is still in the patient. At this time there is no additional information.